Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for post-implant device check. It was found that the patient's atrial lead had dislodged. The lead was extracted and replaced. The patient was stable.